Event description:
Caller reported cgm error 42, which led to a disruption in their continuous glucose monitoring. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide and guided the caller through the reset process, resulting in the successful start of the sensor session without further error codes.